Event description:
The fabric appeared to be porous and became impregnated with blood. There was no injury or complication to the pt. No further info is available at this time.

Manufacturer narrative:
Since the product appears to have been lost in transit and thereby not availalbe for evaluation, the incident cannot be confirmed or denied. The mfg batch records for the device were reviewed. The batch records are not atypical - there are no similar incidents against this batch.